Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm with fault codes indicating sys_uic_aps_fail. Alarms with this code are indicative of a leaky diode on the automatic power switch (aps) circuit. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that after the patient came to the clinic, a controller fault alarm was noted. The controller was exchanged with no reported patient consequences. There was no further information provided.